Manufacturer narrative:
Latch lever.

Event description:
It was reported by service report that the latch lever was worn and had burrs, which prevented it from pivoting and prevented the cot from folding into load height.